Manufacturer narrative:
The electrode lot numbers and expiration dates were provided; however, the information was blurry and could not be deciphered. The field service engineer (fse) found a faulty solenoid valve and replaced it. The customer has had no further issues since the service visit. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
We received an allegation of discrepant high results for 3 patient samples tested for sodium (na), potassium (k), and chloride (cl) on a cobas pro ise analytical unit. Patient 1 initial na result was 155 mmol/l. The repeat result was 132 mmol/l. The initial k result was 7.9 mmol/l. The repeat result was 5.8 mmol/l. The initial cl result was 114 mmol/l. The repeat result was 97 mmol/l. On (B)(6) 2025, patient 2 initial na result was 161 mmol/l. The repeat result was 142 mmol/l. The initial cl result was 124 mmol/l. The repeat result was 109 mmol/l. Patient 3 initial na result was 172 mmol/l. The repeat result was 137 mmol/l. The samples were repeated on a different cobas ise system. No questionable results were reported outside of the laboratory.